Event description:
There is foreign material from the channel.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue foreign material from the biopsy channel was confirmed. The following findings were also noted during device evaluation: light guide lens is broken and chipped, bending section cover adhesive is broken, the insulation resistance value of distal-end is out of standards due to the detached plastic distal end cover, angulation in the up direction is out of standards due to the worn angle-wire, the gap on u/d knob is out of standards due to the worn angle-wire, the aspiration quantity is out of standard due to the broken channel tube, waterproof failure due to the broken channel tube, light guide bundle is abnormal, charged coupled device (ccd) lens is broken and chipped, distal end has scratches and dents. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The foreign material could not be identified from obtained information. Although we confirmed foreign material adhered/clogged in biopsy channel from provided photo, material could not be identified. The cause of the material remaining in the device was not specified. Whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained or not was unknown. No physical damage to the device was confirmed where the foreign material remained. A device history review revealed no issues that could have caused or contributed to the reported issue. The subject device had no nonconformity at manufacturing. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.